Event description:
It was reported that a caregiver and the user experienced frequent nighttime beeping from the ilet system, and the user was not acknowledging alerts; the pump alert volume was verified as medium and was increased to high by the user without assistance, consistent with a low audible alarm related to the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed a low audible alarm associated with the device¿s speaker/sounder, with alert audibility influenced by known interferents such as environmental or user factors. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.

Manufacturer narrative:
Initial.